Manufacturer narrative:
It was reported to abbott a pain was experiencing discomfort at the ipg site. The patient underwent a revision where the ipg was relocated from the right to the left lower back. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at the ipg site since the scs ipg was implanted. As a result, surgical intervention was undertaken wherein the ipg was relocated to address the issue.